Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.2 results from three patient samples tested on the cobas 6000 c501 module. The reporter noted variations in the qc and patient results. The initial result was not reported outside of the laboratory. Sample ID: (B)(6). The initial result was 14.3%. The repeat result was 6%. Sample ID: (B)(6). The initial result was 11.6%. The repeat result was 5.3%. Sample ID: (B)(6). The initial result was 15.2%. The repeat result was 6.4%.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found one of the cell rinse nozzles to be obstructed, causing overflow during the washing process. He then cleaned this part internally with water and hypochlorite. He performed mechanism check cycles and verified that the issue was resolved. The investigation noted that the customer does not use lint-free gauze pads when performing the daily nozzle cleaning. Product labeling states "daily maintenance cleaning cell rinse nozzles materials required: deionized water, lint-free gauze pads, cleaning wire of 0.5 mm diameter (stainless steel)". The investigation determined that the event was caused by a component malfunction. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.